Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair the t2 implant of a fast fix 360 did not deploy. The alleged failure took place while in the meniscus, both t´s were removed from the patient using tweezers. Surgery was resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the device was not returned in the original packaging. Thet1/t2/suture were not returned. The needle is bent. The actuator is in the pre-t2 position. A functional evaluation showed that the actuator stuck at the end of the needle when attempting to cycle it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed for the failure to cycle due to the bent needle and the root cause was associated with an unintended use of the device. Factors that may have contributed to the reported event include an application of unintended stress to the needle, causing the actuator to disengage with the deployment knob. No containment or corrective actions are recommended at this time.